Event description:
Healthcare professional (hcp) reports two incidents of pt reaction with the psn 210 dialyzer. The first incident occurred in 2001. Hcp stated that the pt is asthmatic and went into respiratory arrest at time of incident. CPR was performed via paramedics. No further info available. The second incident occurred 3 days later. Approximately five minutes into treatment, the pt became short of breath, diaphoretic, and anxious. Blood was returned to the pt before treatment was discontinued. Pt was given epinephrine, benadryl, and solumendrol (doses unknown). Treatment was resumed and completed with a different lot number of the same membrane and new bloodlines without further incident.